Event description:
It was reported that they are having trouble to charge their implantable neurostimulator (ins). Patient (pt) said it's been probably a couple of months ago since the issue started. Pt mentioned the last time they charged the ins it took 20 mins to find the device and when they tried to charge the ins last night it kept doing the same thing. Pt also mentioned when they put the 'thing' right next to the battery it wont find the device (agent understood that they placed the paddle over their ins) and when they unplugged the recharger it will find it. During the call agent was unable to obtain the serial number and cant proceed to the troubleshooting process because the patient doesn't have the device with them. Pt said they can't call us before 5pm and was asking for a local rep to reach out to them. Agent said that we can send out an email to rep and set an expectation that we cannot guarantee the time frame f or the callback. Agent told the patient that they can also contact their healthcare provider (hcp) to set up an appointment with a rep. Patient called back and reported they were able to get their ins to charge a bit last night, bringing them from 30% to 60%, but the recharger paddle got so hot they had to remove the recharger to prevent becoming physically burned. Agent reviewed information and sent request to repair. Agent additionally sent email to prs to update the patient's address. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: 14-jul-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger analysis of the [recharger], model [97755 ], s/n (B)(6). Found electrical failure - no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.